Event description:
It was reported that the device was explanted because a charge circuit time out occurred, and there was a sudden battery depletion within 48 hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that arcing occurred on the high power hybrid during a charge. The arcing created a 120 ohm path, which rapidly depleted the battery.